Event description:
The initial reporter received questionable elecsys hcg+beta results from one patient sample tested on the cobas e 411 analyzer (disk system). On (B)(6) 2025: the initial result was 1.31 iu/l. The first repeat result was 0.629 iu/l. On (B)(6) 2025: the doctor stated that the patient had a positive b-hcg test at another site. The second repeat result was 427.7 iu/l. The third repeat result was 427.5 iu/l. A repeat test produced similar results.

Manufacturer narrative:
The reagent lot number is 838105. The expiration date was requested but not provided. The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. The image of the patient's sample tube showed a fibrin fiber on the wall of the sample tube. The precision check was acceptable. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the analyzer and did not find any issues. He inspected the patient sample tube and noted a transparent "clot-like" material in the tube wall. He performed a reproducibility test to check for lld (liquid level detection) interference, but no questionable results were generated. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site (patient sample tube showed a fibrin fiber on the tube wall). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.